Manufacturer narrative:
(B)(4). Eval, results/conclusions: (pending device analysis).

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology was reported as non tortuous with little calcification. It was reported that the bifurcated body was introduced, positioned as normal and then deployed following a check on the angiogram. The supra renal fixation appeared to deploy successfully along with the rest of the graft. The c-arm position was adjusted as the whole graft could not be visualized on the screen. The physician attempted an counter-clockwise rotation and pushed the delivery system into the pt. It was noticed that the spindle was torquing the supra renal stents. All attempts to torque the delivery system and release the spindle failed, a balloon was inserted to mold the neck and hopefully release the spindle which also failed. The decision was made after an hour to open the pt and explant the stent graft. To make the explant and aortic cross clamp easier the delivery system was forcibly torqued to reduce the diameter of the graft which was then pulled into the aorta. With the aorta open, the hypo tube was cut and the graft was explanted. Medtronic has received the device and its analysis is pending.